Event description:
It was reported to philips healthcare that the device failed to acquire a pads ECG waveform during use on a patient. No negative patient impact was reported.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted once the investigation is complete.